Event description:
It has been reported that device speakers are not functioning correctly during a patient use event. The patient outcome is unknown.

Manufacturer narrative:
Updated awareness date.

Event description:
It has been reported that device speakers are not functioning correctly.

Manufacturer narrative:
Received updated information confirming patient involvement.

Event description:
It has been reported that device speakers are not functioning correctly during a patient use event. The patient outcome is unknown.